Manufacturer narrative:
A service call was made and instrument was inspected and found to be within specifications. Cannot rule out sample as the cause of the unexpected results.

Event description:
On 04may2016, immucor became aware of an unexpected negative reaction with kell phenotype assay on the galileo neo instrument on a donor sample tested on (B)(6) 2015.